Manufacturer narrative:
(B)(4).

Event description:
Reported by the complainant as follows...(B)(6) old male with fms aoc placed (B)(6), 2010 for diarrhea related to c diff. Noted (B)(6), 2010 upon removal there was what she described as an anal ulcer internal stage 3. Enduser admitted with respiratory distress.